Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the emergency room after feeling vibratory patient notification alert, an alert for higher than upper limit pacing lead impedance measurement was observed. All the in-clinic measurements were within normal range. All other electrical measurements were stable during in-clinic testing. St. Jude medical representative will be contacted if any new relevant information is learned. The patient was stable before, during, and after the device interrogation and will continue to be monitored with regular in-clinic and remote follow-up.